Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00700007020, tm acetabular revision shell, lot # 63436336, 00489406630, tm acetabular augment, lot # 62538657, 00625006535, bone screw, lot # 63391617, 00625006540, bone screw, lot # 63622283, 00625006560, bone screw, lot # 60945763. Report source: event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3005751028 - 2020 - 00002, 3005751028 - 2020 - 00004.

Event description:
It was reported that approximately 2.5 years post implantation, the patient was revised due to loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No products or images were received for review. Provided x-rays were reviewed by a healthcare professional and identified the following: dislocation of the left hip arthroplasty implants as noted with implant loosening and displacement. There is a complex acetabular implant system with loosening and displacement of an acetabular implant from the existing acetabular cup. Lucency reflecting osteolysis is present along the acetabular cup. Screw fragments are present at the superolateral acetabulum and an existing screw at the inferomedial acetabulum is surrounded by radiolucency and appears loose. Review of the device history records did not identify any deviations or anomalies during manufacturing. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.